Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Customer reported blood glucose level was 150 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.